Manufacturer narrative:
Implant date: estimated since unknown.

Event description:
It was reported that a cerebral vascular accident (cva) occurred. A left atrial appendage closure procedure was performed and a watchman flx laa closure device was implanted. 3 or 4-months post implant the patient suffered a cva. Post-stroke care, a transesophageal echocardiogram (tee) was performed which noted the watchman flx implant looked perfect with no leak or no device related thrombus. The patient was kept on novel oral anticoagulants (noacs) indefinitely following this discovery and based on their stroke history.